Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
A distributor clinical application specialist reported that while on site for surgery support, the doctor experienced a suction loss during a surgical procedure and the laser fired into the cornea.